Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a cluster of counts to the sensing integrity counter (sic). The values have since returned to normal and the rv lead remains in use. No patient complications have been reported as a result of this event.